Event description:
It was reported that the system stored false atrial fibrillation episodes due to oversensing of noise. The electrogram had a wandering baseline. Since the patient's pulse generator was scheduled for replacement, technical services discussed checking the electrode during the pulse generator replacement procedure. An x-ray found the electrode had dislodged. During the pulse generator replacement procedure, the electrode was replaced. There were no additional adverse patient effects.